Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was chipped and cracked. The bottom of the case was damaged, right plunger, case cracked, battery not charging, power supply shield missing also very old worn drive train parts. Customer?s reported issue was duplicated during start-up. Super cap no longer operates properly as a result of normal wear. The root cause of the reported issue was found to be normal wear; device was over eleven years old. Actions taken to mitigate the reported issue: replaced the main board, top case, bottom case, right plunger case, plunger cable, battery, power supply shield, parts of the drive train assembly and added the cable guard.

Event description:
It was reported that super cap error event occurred. No patient injury reported.